Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the abdomen. On the night before the sensor failure occurred, the patient was feeling sick and the cgm reading before this message was high, and the patient was using an insulin pump connect with a closed loop setup. When the cgm display stated "replace sensor now", ambulance was called right away. The patient stated they were concerned that when the sensor stopped working, the pump would have not been able to deploy the correct dose of insulin. No fingerstick was taken while being at home. The patient was coughing up blood, was sick to the stomach and fatigued. The patient was brought to the hospital and when a fingerstick was taken, the blood glucose reading was 50.0 mmol/l. The patient declined to provide information regarding treatment. The patient was discharged after 5 days, and at the time of the report the patient was stable. Additionally, the patient stated during the report that they take two pills of tylenol each day (dosage unknown). No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.